Manufacturer narrative:
The srt addressed the issue by replacing the flowmeter cable. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) had failed service testing. The flow reading was outside of the acceptable range when the epgs was set to minimum flow. There was no patient involvement.